Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the contact was unsure how the touch screen became cracked but stated it was possible that the customer dropped it. It was reported that half the pump screen was discolored and the customer was unable to access the features. The customer's blood glucose level was 334 mg/dl with small ketones and was addressed with manual injections. The customer confirmed that an alternate method of insulin delivery was available.